Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii" "high level of anxiety of developing bia-alcl".

Event description:
Patient reported "redness and swelling" and "capsule contraction." Patient also reported "general anxiety disorder," "pain in back of shoulder," and "unusual tissue growing" which were determined not to be device-related. Healthcare professional reported "capsular contracture baker grade iii," "small focus of implant rupture," and "high level of anxiety of developing bia-alcl." The device has been explanted.